Event description:
It was reported that a pump displayed air in line alarms. It was also reported that there was no pt incident.

Manufacturer narrative:
MFR ref no: (B)(4). The device was received and evaluated by baxter. The reported symptom was confirmed and reproduced. The eval found the lower reading on the ultrasonic sensor to be out of spec (low) with a fluid filled tube caused by a failed upstream sensor. With low ultrasonic readings it would make the pump more sensitive to air and upstream occlusion alarms causing the reported symptom. The ultrasonic sensor was replaced.